Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation (a fib) procedure a faradrive steerable sheath clear was selected for use. A lot of air was seen inside the flush port after insertion of farawave and after aspirating and flushing. The sheath was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.